Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the doctor removed the seroma form the area and had it sent to the lab. The seroma was resolved as the patient had surgery. No further patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for intractable spasticity. The pump contained gablofen with a concentration of 500 mcg/ml at a dose of 160.3 mcg/day. It was reported the patient had developed a seroma around their pump area. The hcp stated the seroma was drained and sent for culture to test for protein, glucose, and body fluid. The hcp stated they had ordered a binder to be put around the seroma hoping the seroma wouldn't come back. The hcp reported they checked again that day, and the seroma was back and was bigger that it was. The reason for the call was the hcp wanted to know if that was something that was common. The hcp stated she would report back to the managing hcp. The event started in (B)(6) 2016. The patient¿s situation was being addressed by the hcp. The hcp stated the patient was on flex dosing, and the dose given was the total daily dose with flex. Additional information received from a manufacturer representative on (B)(6) 2017 reported the patient was opened up and they drew off 300-400 ml of fluid from the seroma that appeared to be ¿clear, opaque, yellow, didn't look infected¿. The representative stated they also trimmed another 26 cm off the catheter that was ¿redundant¿. The representative stated that they didn't see any issues with the catheter, and it looked like it was patent.